Event description:
It was reported that during the patient replacement surgery last month, while using the previous leads it was indicated that reading information on data screen that she had never seen before. It was indicated that healthcare professional tested low impedances on electrodes 1 and 2 during the patient's neurostimulator (ins) replacement. The 1 and 2 electrodes are shorted together, reading <(><<)>50 ohms. These unusual readings were seen on neurostimulator being placed that day of the replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7425g, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator, product ID 435135; serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, product type lead. (B)(4).